Manufacturer narrative:
The reported events were failure to capture and cardiac perforation. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be bent consistent with occurring at time of procedure. Unable to perform helix mechanism test due to damage helix. Performed tip stiffness test and test results were in specification.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A loss of capture was reported of the right ventricular (rv) lead. X-ray imaging was performed and confirmed perforation of the rv lead. The rv lead was explanted and replaced. The patient was stable.